Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. An operational test was performed using a brand new battery and it was confirmed that the epg worked continuously for 13 days with no issues. No anomaly was found on its appearance or the device behavior at power up. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was being used on a patient, the epg suddenly powered off. The epg was replaced with another epg. The hospital had used a battery that was not recommended by the manufacturer. The original epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.